Event description:
On (B)(6) 2015, a dentist reported that a (B)(6) year-old male patient required endodontic treatment on tooth #14. This tooth had a crown made from 3m espe lava ultimate cad/cam restorative for cerec which was placed on (B)(6) 2013. The dentist reported that the crown hadn't sealed properly and the root canal was performed on (B)(6) 2014.